Manufacturer narrative:
(B)(4), additional narrative: it was reported that patient had a sling implanted on (B)(6) 2010 for stress urinary incontinence, stage 2 prolapse and urethral hypermobility. The patient had removal of mesh on (B)(6) 2011 due to urinary incontinence, vaginal and pelvic pain, leukocytosis, and dyspareunia which developed approximately (B)(6) 2011. At this time a lynx supra pubic sling was implanted. No further information was provided.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.